Manufacturer narrative:
The end-user experienced hyperglycemia requiring emergency medical evaluation while using the ilet. This situation can result in metabolic instability requiring medical assessment and is consistent with the reported IV fluid administration and same-day discharge. Engineering log review did not identify device malfunction; however, the end-user reported repeated cartridge leakage events. During troubleshooting, it was determined the end-user was connecting components outside of the ilet prior to insertion, which is inconsistent with device labeling and can result in leakage and ineffective insulin delivery. Based on available information, the event was attributed to use-related therapy management factors, specifically improper supply change technique, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 20-feb-2026 it was reported that earlier that week (exact date unknown) the end-user experienced hyperglycemia with elevated blood glucose levels after multiple cartridges leaked during supply changes. The end-user was evaluated at an emergency department, received IV fluids and laboratory evaluation, and was discharged the same day. The end-user switched to multiple daily injections and no long-term health effects were reported.